Event description:
On (B)(6) 2012, the patient reported that her infusion device displayed e2 (battery depleted) and after she changed the battery the same e2 displayed again. She changed the battery a total of five times, with the same results. The device's history only shows that a2 (battery low) was displayed once before the first time e2 was displayed and not before the other e2 messages. The patient took the battery out of her backup infusion device (a different brand battery) and placed it in her primary device; e2 (cartridge error) displayed after she put the device into run mode with this battery. The patient's blood glucose level was elevated to 355 mg/dl because she spent a large amount of time disconnected from the device to troubleshoot its issues. She programmed a bolus of 18 units of insulin, but the device displayed e4 (occlusion error). Her target blood glucose level is 120 mg/dl. After troubleshooting, she was able to correct the elevated level with the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2012. The pump correctly triggered the a2 alert when the battery went empty. Due to the empty battery the pump correctly triggered the e2 error message like specified. The pump triggered directly the e2 without before a2 cause the customer insert the same empty battery again. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification.